Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse confirmed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.

Event description:
It has been reported that the equipment got jammed and was not starting up. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.